Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio test strips were cut too wide. The following complaint was classified based on information obtained from the customer service representative (csr). The patient allegedly discovered the reported test strip issue (B)(6) 2012. According to the csr's documentation, prior to discovering the reported test strip issue the patient reportedly was experiencing nausea and had gastroparesis and an open wound on his leg. On (B)(6) 2012, at 3pm, the patient reportedly received a blood transfusion and approximately an hour later the patient reportedly obtained a laboratory blood glucose reading of "312mg/dl". The patient reportedly manages his diabetes with insulin (via insulin pump); however, the patient denied taking any action in response to the reported test strip issue. During troubleshooting the csr verified the patient was not using the subject test strips for the first time. Replacement test strips were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was also no evidence that the patient received any treatment for an acute complication for diabetes after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.